Manufacturer narrative:
Other applicable components are: product ID: 37603, serial #: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3708660, serial #: (B)(4), product type: extension. Product ID: 3708660, serial #: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 02-aug-2020, UDI #: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 07-nov-2017, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient had felt tingling in their neck. The doctor had planned to replace the extension. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the tingling in the neck wasn¿t determined and it was unknown if there was a malfunction with the extension. During recovery from replacement the patient didn¿t present with any issues (suggesting no tingling). Following replacement, the device was discarded and wouldn¿t be returned. No further complications were anticipated.